Event description:
The customer returned the device stating, ¿the cassette sensor needs workshop repair¿; during device evaluation it was found the downstream occlusion (dso) seal was damaged/detached and the dso sensor was defective. There was no reported patient involvement, and no reported adverse patient effects.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the cassette sensor needs repair¿ was confirmed; visual inspection found damaged (detach) downstream occlusion (dso) seal. Functional test was performed. Occlusion test was used. The event history log (ehl) was downloaded. Ehl shows many "high alarm displayed: downstream occlusion" messages. Primary problem with defective dso sensor. The dso seal and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.